Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that due to a bend/kink in a bd insyte¿ autoguard¿ bc shielded IV catheter, the IV migrated out of a patient and a patient could not be infused a crystalloid fast enough. A new IV was restarted and the course of treatment was changed, so that the patient was infused with albumin instead of the crystalloid. No further medical interventions were reported.